Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during fill 1/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected the heater bag supply line of the homechoice set and replaced it with another unused supply line. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.